Event description:
The device was used during a laparoscopic appendectomy procedure. The staple line was incomplete. Additionally, the artery was lacerated. The surgeon converted to an open procedure and manually sutured to repair the damage.